Event description:
Test strips giving high readings when blood sugars were actually low. Dose or amount: tests sugars, frequency: tid. Dates of use: (B)(6) 2018. Diagnosis or reason for use: type 1 diabetes. "Is the product over-the-counter: yes."